Manufacturer narrative:
This is a non-complaint. This report is based on information provided by philips local service team with an investigation documented by philips complaint handling. The customer wanted know how to calibrate the battery of heartstart mrx monitor/defib. Analysis was performed by authorized service provider (asp). Asp engineer provided the answer to customer.

Event description:
Philips received a complaint on the defibrillator indicating that the a battery error happened, and it still shows error after calibration. There was no patient involvement.

Manufacturer narrative:
Reporter last name: (B)(6). Reporting institution name: (B)(6). Reporting address line 1: (B)(6). Reporting address postal: (B)(6). Reporting address state:(B)(6). Reporting address city: (B)(6). A follow up report will be submitted upon completion of the investigation.